Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a pulsing sensation from her stimulation and was wondering if that was normal. The patient stated that one of her programs was more of a ¿straight line¿ instead of a pulse. The patient was redirected to the doctor for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.